Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient had trouble recharging the implantable neurostimulator(ins) for several years and they had never been crazy about it. Pt would give up using the ins for periods due to charging then go through periods of recharging the ins again. It was taking the pt hours to charge the ins for it took 6 hours. Pt would get recharging excellent without moving it would stop the charge telling them to try again. Pt made a comment that ins battery shifted around 2 or 3 inches where it was put in and it had always been that way. Pt experienced intermittent charging. Pt mentioned they kept having problems and have been sent recharger telemetry module(rtm) cords. During call agent noticed pt was still using their old rtm (see pe 706706770). Pt verified no damage to the controller charging port but noted the charging port looked dusty. The issue was not resolved. A request was sent to the repair department to replace the recharger tele metry module(rtm).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755 (unknown serial/lot); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.